Event description:
It was reported that the insulin pump had unresponsive keypad and buttons. The customer's blood glucose was 114 mg/dl. The customer stated that every time they try to place a new battery into the device, the number six appears on the display and the insulin pump alarms battery out limit error. The buttons got stuck when the customer was trying to deliver a bolus, the numbers started ramping and the device alerted low battery message. The customer stated that they have tried four new batteries. Assistance was provided to clear the alarm and to correct the settings, but the customer stated that this could not be performed due to a keypad anomaly. The customer stated that the insulin pump had alarmed multiple battery out limits when the batteries were out of the device for less than one minute. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with intermittent up button response due to corroded keypad traces. No stuck buttons, ramping numbers on their own or scrolling bar moving anomaly were noted. All operating currents were within the specification. No unexpected low battery, off no power or failed battery test alarms were noted. The device was received with scratched lcd window, cracked lcd window at bottom left and right corners, cracked case at display window corners, cracked reservoir tube lip, cracked reservoir tube near reservoir tube window, cracked battery tube threads and broken pump belt clip slot.